Event description:
It was reported that during an inquiry on viewing and printing past episode reports in the remote monitoring network, the technical services agent noticed that it appeared ai filtered out true pause episodes. The pdd files were sent for review and determined thatthe ai algorithm incorrectly adjudicated a true pause episode as false. Due to this, the episode was not sent to the remote monitoring network. The issue is currently being tracked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.